Event description:
Customer reported a hospitalization due to an overdelivery of insulin. She stated that a bolus delivered over 100 units of insulin when she should have been delivered .9 units. Customer had a seizure and went to the emergency room. She was administered three bags of glucose. She stated that she had received a letter that stated that the infusion set may overdose if the vents got moisture on them. She reported that the issue of overdelivery had occurred twice. The blood glucose reading at the time of hospitalization was 46 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.